Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(6) affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), until (B)(6) 2021, when the patient underwent a routine heart transplant. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02jan2016. The heartmate ii lvas IFU, document 105747ja-jp, rev. B is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. Additionally, the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a persistent ventricular arrhythmia and aortic regurgitation which newly occurred after the left ventricular assist device (lvad) implant, and the patient was readmitted to the hospital from (B)(6) 2017 to (B)(6) 2017. Cardiac catheterization was performed. The clinical values were: central venous pressure cvp 11mmhg, pulmonary arterial (pa) systolic pressure 45mmhg, pa diastolic pressure 25mmhg, and pulmonary capillary wedge (pcw) 24mmhg. Cardiac output was 3.2 l/min.